Event description:
The customer contacted stryker to report that their device did not provide a shock. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to verify and duplicate the reported issue. The stryker technician noticed that the shock button would not respond. The stryker technician replaced the main keypad to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The replaced keypad was further evaluted by stryker product analysis center (pac). The root cause of the reported issue was due to worn out button on the main keypad.

Event description:
The customer contacted stryker to report that their device did not provide a shock. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer provided stryker with the available patient information.